Event description:
It was reported that the burs had broken during a surgical procedure. It was further reported that the procedure was subsequently successfully completed. No adverse consequences were reported.

Manufacturer narrative:
It was reported that there were 4 round diamond burs associated with this complaint. The product was returned for eval. It was visually confirmed that the diamond coating on the product tip had worn away. Bur breakage was not confirmed. It was not possible to determine the definitive root cause.